Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. As received, the penta lead was damaged beyond functional testing, consistent with explant damage. No root cause was determined for the reported event.

Event description:
It was reported the patient experienced ineffective therapy with their scs system. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.